Event description:
Additional information received from a health care provider (hcp) indicated that the cause of the motor stall and the patient not hearing the active alarm was unknown. The hcp indicated that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provide regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient was getting alert 100 (pump motor stall) on their handset. Per the caller, the patient was able to get boluses earlier today and was not hearing the pump alarm. The healthcare provider also stated the patient had not had an MRI or other known interaction with magnet. The patient last had a refill on (B)(6) 2024. The patient would periodically synch with their handset to see if the motor stall clears, and the healthcare provider would follow up with the managing physician in the morning.